Event description:
Catheter in the female straight catheter kit is very loose inside of cap. Catheter used to be held in place inside cap which would allow it to be pulled forward but would prevent it from sliding back in tube or falling out. Danger is that the catheter could be advanced to far forward into the urethra and become difficult to remove.